Event description:
In (B)(6) 2009, I had medtronic neurostimulators implanted in each side of my lower back connected into my sacral nerve and this was to help my symptoms for interstitial cystitis and the urinary retention caused by it. Almost immediately I had issues with both devices. My toes would curl, I'd have horrible pains and the boxes would zap me at times. In (B)(6) 2010, I had the left side removed at (B)(6). (B)(6) the doctor whom removed it kept me awake for the whole procedure but decided to leave the right one in and said she thought having it would help me. For the next few months, I had horrible pains in my right lower back and my right leg would go numb on me and my toes still curled etc. So I opted to go to a new doctor and asked for it to be removed. I went to (B)(6) and they sent me to dr. (B)(6), an ob/gyn doctor whom they said had experience with these devices. In (B)(6) 2010, a few days before (B)(6), I went to the (B)(6) and he removed the box and lead and said everything was intact. Almost immediately after the surgery, my lower back seemed to get worse and worse, and I started to even have problems sitting down, standing up. At times it hurt just to move my right leg forward to walk. I have even had sharp, stabbing pins and needles feelings going down the back through my but and down to the back of my right leg and my leg and foot going numb on me. For the past 16 months, I have been to doctor after doctor telling them all my symptoms and they have all told me it was scar tissue and I would be fine. On (B)(6) 2012, I went to my rheumatologist complaining that the pain has been getting worse and she ordered x-rays. I got them that day and came home with a copy of the disk to take to pain management with me so they would have a copy of the lumbar scan. Last week, on (B)(6) 2012, I went back to see her and we reviewed the x-ray, the x-ray shows that there is a lead from the neurostimulator still in the right side of my hemipelvis area and she said it seems like it was broken off inside and they said there is a lot of irritation around that area and that it needs to be removed asap.